Manufacturer narrative:
Product complaint (B)(4). H4: additional information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the viper universal poly driver (part # 279734000 lot # gm5358805) was received at us cq. The distal tip of the device was clearly broken off. No fragment was returned. No other defects were identified. The complaint condition of broken (2+ pieces) can be confirmed. The complaint was not confirmed for the received viper universal poly driver (part # 279734000 lot # gm5358805) as the distal tip of the device has clearly broken off but no fragments were returned to us cq for evaluation. Although no definitive root-cause could be determined, it is possible that the device encountered unintended forces during use/reprocessing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5358805 was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during a posterior spinal fusion the screwdriver tip broke while inserting the screw. The surgeon then replaced the screw. There was a surgical delay of 30 minutes. Fragments were generated but were easily removed. The procedure was completed successfully without patient consequence. Concomitant device reported: unknown screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one viper universal poly. This is report 1 of 1 for (B)(4).